Manufacturer narrative:
(B)(4). Conclusion code device code was not related to this event,

Event description:
Additional information received from a consumer reported their implantable neurostimulators (ins) did not last very long and they needed to be replaced. The inss only lasted two years. The patient had the same settings as their prior inss with no changes and those inss lasted 4-5 years. The patient had an appointment to have their inss checked every month. At the last appointment, the patient was told the inss needed to be replaced soon. The patient's indication for use is essential tremor.

Event description:
It was reported that the healthcare provider (hcp) told the patient the day prior to the report that one of his implantable neurostimulators (ins) needed to be replaced immediately. He wanted to know why it only lasted for two and a half years as opposed to his previous ins. The ins that needed to be replaced ran at about 3.6 volts, had three active contacts, and a relatively high pulse width. The other ins only used two electrodes, but the patient felt like it would go out before the new ins was put in. The patient was scheduled to have both ins¿s replaced on (B)(6) 2014. He also mentioned that he did not have as much control on the left side of his body unless he turned the stimulation up higher than what he kept it at normally. He stated that he did not need as much control, since he was right handed, and kept it lower when he was not using his left hand. The patient also got paralysis in his tongue a nd throat when both ins¿s were turned on a high setting. No patient outcome was reported as the intervention had not yet occurred, so additional information was to be requested after. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported the patient had not discussed the paralysis of the tongue with their healthcare professional (hcp). The hcp last saw the patient on (B)(6) 2014 and everything was fine.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387-40, lot# l61921, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3387-40, lot# l68600, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).